Event description:
It was reported that during a sleeve gastrectomy procedure, when the device was fired on the stomach, there were three unformed staples on the outer row on the first firing with a green cartridge without the use of buttressing. There were no issues with the firing. The area was over sewed. No patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.